Event description:
The customer reported false positive tetrahydrocannabinol (thc) results, for 23 patients, involving synchron lx 20 clinical chemistry system. This is report number twenty-two of twenty-three. Subsequent testing of patients' samples with a new reagent produced negative results. The erroneous results were released out of the laboratory. Amended reports were issued to the hospital. There was no report of patient injury. There has been no report of change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.